Event description:
During troubleshooting for referenced master complaint (B)(4), the home patient (hp) stated that it was her first night using the machine and she started the prime without the bags. The hp stated she pressed stop and called baxter for assistance. While the hp was waiting, she stated she connected the bags and started the prime. The hp stated the machine went back to prime on its own and completed the prime cycle okay. The hp confirmed she would connect when ready. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient initiated prime before setting up the solution bags. Priming should be done after the solution bags are connected. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Based on the information gathered during baxter?s investigation, the root cause of this report was use error. Baxter has conducted a trend review and similar reports have been received by baxter. A root cause investigation is in process.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.